Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The foreign material was clotting protein, but the specific identity could not be determined. It is possible that reprocessing was not completed due to the occurrence of water leakage, which may have caused foreign material to remain in the nozzle. The instruction manual details detection methods to prevent the issue by detailing the inspection methods of the air-feeding function, objective lens cleaning function, and endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing the technician found a leak in the bending section cover. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: water removal ability does not meet the standard value due to yellowish/brown foreign material in the nozzle and the incorrect reprocessing scope was utilized. This report is being submitted for the malfunction found during evaluation (foreign material in the nozzle and incorrect reprocessing scope was utilized).

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (leak in the bending section cover) was confirmed. During inspection and testing the following was found: due to a pinhole on a-rubber, water tightness was lost, deformed nozzle, connector cover had a burn, adhesive on the bending section cover was detached, the connecting tube had a wrinkle, scope cylinder was shaved, the connecting tube had a dent, the scope cover had a scratch, the grip had a scratch, the indication on the grip was unclear, the forceps channel port was shaved, control unit had a scratch, switch box had a scratch, universal cord had a wrinkle and a scratch, the video cable had a scratch, the video connector case had a scratch, the light guide cover had a dent, the light guide connector was deformed, the angulation is out of specifications. Due to a chip on objective lens, the image has dark area partially. Due to a scratch on objective lens, the image had dark area partially. Due to a scratch on objective lens, the image had dark area partially. Due to deformation of nozzle, water removal ability did not meet the standard value. Because the scope cylinder was shaved, suction volume does not meet the standard value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.